Manufacturer narrative:
Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). Section h6 (type of investigation) the correct code is "analysis of images". Finally, the device was not available for evaluation despite due diligent attempts. Without return of the product, a complete investigation of the reported event is unable to be performed. Nevertheless, a video was provided for evaluation. As per the review of the video, the report of leakage was confirmed. Customer report of air bubbles within the tubing was unable to be confirmed from video provided. Video showed an IV line. Leakage was noticed at the bond joint area between IV spike and drip chamber. Leakage appeared to occur across the joint area. No other visible damage or leakage was noticed from the provided video. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. It could be determined that this issue is related to the supplier process. Supplier corrective actions have been initiated in order to prevent recurrence of this type of complaint. It was verified that during the manufacturing process there are controls to avoid potential causes related to the reported malfunction.

Manufacturer narrative:
The device of this complaint is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during set up, when this acumen iq sensor was connected to a saline bag and was primed, an excessive presence of air bubbles was noted within the tubing. Additionally, there was a saline leakage coming from the saline bag. There is no allegation of patient injury. The device was available for evaluation. Patient demographics were not provided.